Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that corrosion was present on the pump housing. Reportedly, the customer experienced difficulty loading a cartridge due to the corrosion. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.